Manufacturer narrative:
Philips service advised cube replacement and returned the system with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that x-ray generation failed, and logs indicated generator request errors on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.